Manufacturer narrative:
H10: updated conclusion code; additional manufacturer narrative: the surgical valve was implanted in the tricuspid position which is off label.  No corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Manufacturer narrative:
Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. The device will not be returned to edwards for evaluation as it remains implanted in the patient. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The root cause of this event is indeterminable, however, patient factors and progression of patient's underlying valvular disease pathology may have contributed. If additional information is received a supplemental MDR will be submitted. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported a patient initially implanted with 31mm valve in the tricuspid position for 6 years 3 months, underwent a valve in valve procedure due to valve dysfunction, stenosis and regurgitation. A 29mm replacement valve was implanted in the patient. The device was successfully deployed and post op echo showed trace paravalvular leak. The patient was transferred to the cvicu in stable condition. The patient was discharged pod #5.